Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of blood results reading "hi". Customer's husband states that his wife feels well and states that after consulting with there nurse she was advised to go to the emergency room. Customer's expected blood results are 125-160mg/dl fasting. Verified the strips expire 08/19/2016. Customer confirms the strips are stored properly and were first opened 3 months ago. Customer performed a blood test, 488mg/dl. Reviewed meter memory: 1:hi (B)(6) 2015 04:29:00 pm fasting: no. 2: hi (B)(6) 2015 02:51:00 pm fasting: no. 3:hi (B)(6) 2015 09:13:00 am fasting:no. 4: 577mg/dl (B)(6) 2015 07:22:00 am fasting: yes. 5: 428mg/dl (B)(6) 2015 07:16:00 am fasting: yes.